Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported by the customer, catheter broken in the patient. The patient had it for exactly one year and had been on treatment with cycles of cyclosporine and adriamycin and taxol's and pembo and is now on treatment with eribulin. Additional information received: 07/feb/2025: it was reported the rupture was partial, PICC in one piece and no pieces were retained in the patient. Rupture was subcutaneous to the patient. A new catheter was placed. There was no patient harm but the patient went undermedicated because it is not known how much drug was leaked.